Manufacturer narrative:
Eval summary: the shell was in vivo for approx 46 months. No devices or photos were received, therefore, the condition of the components is unk. Surgical notes from the primary surgery and any subsequent surgeries were not provided. It is unk whether the shell was implanted with the correct fit and orientation as per surgical technique. Instrumentation used is unk. X-ray images post-primary surgery and from successive pt visits were not returned. Info regarding the mating stem was not provided. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. Based on the available info, the exact cause of this situation cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that in (B)(6)2008 a loose shell was diagnosed and pt underwent a revision in which the shell was replaced.